Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 device photo analysis: visual analysis of the identified photos: broken shell and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "hardness of the breast", "general discomfort", "pain" ¿one had ruptured inside (was like mush)¿. It was later confirmed by the physician that the patient came to have bilateral mastopexy and the right implant was found to be ruptured. The device has been explanted.

Event description:
Patient reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1; d.2; d.4; g.4; h.4. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the right side. The device has been explanted.